Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and hv therapy for svt during atrial flutter. Device was reprogrammed.